Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The field service engineer (fse) had a conversation with the medical technology team onsite confirming detector was functioning. The customer was given instructions for calibrating the detector. The detector's calibration was performed by the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that during clinical use, the detector was dropped by the patient. There was no patient or user impact.